Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). Invalid test results. The user posted "these used to be great but the last two packs I bought had only 2 that weren't defective. Seems like you're getting a deal but really, you're paying for two effective ones. Just get the covid+ flu one instead."